Manufacturer narrative:
The device associated with this report was returned. The cartridge was returned in container with a lid. A small amount of solution is dried in the loading area, in the nozzle entry area, and in the tip of the nozzle. No lens was returned for evaluation. The small notches on the front wings of the cartridge were not smashed down. These notches are damaged when the cartridge is pushed completely forward into the handpiece slot. No damage observed to the cartridge. Product records were reviewed and all documentation indicated the product met release criteria. Additional information has been requested. This report was mailed to FDA on: 04/02/2009.

Event description:
A surgeon reported that detachment of descemet's membrane occurred and corneal edema was observed during intraocular lens (iol) implant surgery using a delivery system. Additional information has been requested.